Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cholecystectomy, the device bag partially detached from the ring, and the specimen fell into the patient cavity. To resolve the issue, the surgeon had to manually extracted the specimen from the patient. There was no patient injury.